Manufacturer narrative:
The customer performed a precision test on wz1 valve #3 and observed a bubble in the reaction vessel. Abbott customer support instructed the customer to replace the alnty I baffle wc (list number 04s62-02) and the alinity pipettor probes (list number 03r96-01). Both parts were replaced, and the module functioned as expected. Return testing was not completed as returns were not available. A review of the alinity I, serial number (B)(6) service history identified no contributing factors on or around the date of the complaint. The monthly product monitoring review for the alinity I platform, revealed no systemic issues or trends associated with the discrepant result issue described in this complaint. Furthermore, no trends for the list numbers 04s62-02 or 03r96-01 were identified during a 12-month period review. The alinity ci-series operations manual provides adequate information, troubleshooting, and component replacement procedures concerning erratic/ discrepant results. Based on the investigation no product deficiency was identified for the alnty I baffle wc (list number 04s62-02), the alinity pipettor probes (list number 03r96-01) or the alinity I processing module, serial number (B)(6).

Manufacturer narrative:
Complete information. Patient information, patient identifier- multiple= sid026040209010 and sid02604143030. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported false positive alinity I total b-hcg results on one (B)(6) year old female patient. The results provided were: on 02apr2020 sid026040209010 initial = 591.17miu/ml (>/=25.00miu/ml = positive) / repeated 3x = <2.30miu/ml (</=5.00miu/ml=negative). On 15apr2020 the customer provided another falsely elevated b-hcg result: sid02604143030 initial = 72.35miu/ml / retest twice = <2.3miu/ml. There was no reported impact to patient management.